Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: d10. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle in the open position and the basket formation in the closed position. The mlla (male luer lock adapter) and collet knob were tight. There were no kinks noted in the basket sheath. Functional testing noted the handle does not actuate the basket formation. It was noted that the basket sheath and the support sheath were detached. There was glue visible on the basket sheath. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to be non-functional due to sheath damage. The basket sheath had separated from the yellow support sheath that it is glued to. This allowed the basket sheath to move freely within the yellow support sheath, preventing the basket from opening. Glue was visible on the basket sheath, indicating the basket sheath was glued to the support sheath during manufacturing. Possible causes for the observed issue include excessive force was applied to the device, which caused the two sheaths to separate. Variation in the manufacturing process caused the glue bond between the two sheaths to be below normal. A combination of the above. The is no evidence provided related to handling of the device, so the cause for the issue could not be determined conclusively. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy (urs) procedure using a ngage nitinol stone extractor, the basket could not be opened or closed. The nurse unpacked the basket and noticed the handle of the device was not working, and therefore was not able to close the basket before entering into the "working channel". The procedure was completed by using another similar basket device. No adverse effects occurred due to the alleged malfunction.